Manufacturer narrative:
The biomedical engineer reported that the input unit was sending inaccurate nibp readings to the bedside monitor (bsm). When asked whether they use nk brand nibp cuffs, they stated that they do not. They would like to send the unit in for repair, but have been advised that it may be a "cannot duplicate" due to the use of 3rd party cuffs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the input unit was sending inaccurate nibp readings to the bedside monitor (bsm).

Event description:
The biomedical engineer reported that the input unit was sending inaccurate nibp readings to the bedside monitor (bsm).

Manufacturer narrative:
H10: additional narrative: complaint details: the customer reported that the nibp readings are not accurate. Service requested: the unit was sent in for evaluation/repair. Service provided: the unit was ay-653p-qm / sn-(B)(4) was cleaned and evaluated. The reported problem " the nibp readings are not accurate" was confirmed. Replaced the mp unit power bd unit to resolve the issue , and our evaluation found the pump was constantly inflating too slow. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the nibp readings were not accurate. The device was placed into service on (B)(6)/2014 which is 3 years prior to the reported issue. A review of device history found no previously similar reported issues with the unit or nka servicing. The cause of the issue was determined to be failure of parts ur-3972 mp unit power bd, nell1sr-3 module kit, pump, nibp, bsm/2300/4000/5000, vibration damper sponge. The issue was resolved by replacing the malfunctioning parts. The unit operated to manufacturer specification. This input unit ay-653p-qm; sn:7041 was used with bsm 6000 series monitor. Bsm-6000 service manual provides troubleshooting of the nibp and advises customer on proper action to take upon failure. The service manual mentions checking the nibp unit as part of maintenance check. The service manual also involves assembling and disassembling of the nibp unit. The unit was returned to customer on (B)(6)2018 and no complaint was registered for this device subsequent to return of the repaired device. The DHR for ay-653p-qm; sn:(B)(4) has been attached with this notification. The root cause of the issue could not be determined. Corrected information: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Serial number: incorrectly listed unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g4. Date received by manufacturer: should be 12/19/2017 not 01/17/2018 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed h3. Device evaluated by manufacturer? MDR initial states product not returned. Product has been returned. H4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date additional information: b4. Date of this report d10. Device available for evaluation? D11 & c2. Concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information device evaluation h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1. Brand name d4. Model number catalog number serial unique identifier (UDI) number f9. Approximate age of device. No model/serial provided so age of device is not known g5. PMA/510(k) number. No model provided so 510k is not known h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date d11 & c2. Concomitant medical products. Input box was used in conjunction with the bsm. Model/serial: model: ay-653p-qm serial: (B)(4) unique device identifier:(B)(4) manufacture date: 02/13/2014 age of device: 46 months.